Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic shoulder surgical procedure it was observed that when the vapr clplse90 electrode w hand cntrls device was connected as usual it functioned correctly during the initial part of the procedures. After some time, without any changes to the setup, the suction function on the instrument stopped working. The user troubleshooted the suction source, which was functional. We checked the tubing for clogs, but none were found. We also inspected the tip of the instrument for blockages, but it was clear. The surgeon had to use the suction on the arthroscopy tower instead, which was less convenient but allowed the procedures to continue. There were no reports of delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: update: h6: medical device problem codes are being added. Investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed.